Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that a CT scan was performed and the catheter was reported to be fractured. Catheter fractured in two pieces. The catheter segments and the port body were both removed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp w/ 8 fr groshong catheter received for evaluation. Visual inspection identified two partial circumferential breaks, one complete circumferential break, and one partial circumferential crease. The partial circumferential and complete circumferential breaks were all smooth and in-line with each other. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a CT scan was performed and the catheter was reported to be fractured. Catheter fractured in two pieces. The catheter segments and the port body were both removed successfully. There was no reported patient injury.